Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 900sfc228 heart band, implanted: (B)(6) 2019, t510c29 valve, implanted: (B)(6) 2019, 4968-35 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.